Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. The results showed all dimensions were within specification. There were no complaint related environmental monitoring related nonconformances within the timeframe when the production order was manufactured. There were no associated nonconformity material reports. There were no associated nonconformity reports or deviations. In conclusion, during the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure. It was stated that there was optical surprise and a dislocated prosthesis, which was specified to be the intraocular lens. The patient was reported to be doing fine. The explanted multifocal lens was replaced with a zcb00 monofocal lens. No further information was provided.